Event description:
This is report 2 of 2 for the same event. It was reported that during routine maintenance, it was observed that when the foot pedal was fully depressed, the console device was only displaying 49,000 rotations per minute (rpms), when in use with the motor device. It was further observed that the console device displayed an e6 error code. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was getting hot and running at low rotation¿s per minute (rpm's) due to a worn out motor. Therefore, the reproted condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.